Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer did not perform the proper air removal techniques. Reportedly, the customer reverted to manual injections/backup pump for insulin therapy. Customer¿s blood glucose level was 300-399 mg/dl.